Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a device interrogation prior to unrelated surgery, there were fluctuations in impedance measurements over the past year. It was noted that the patient had the implantable cardioverter defibrillator (ICD) interrogated for almost a year and a half. Boston scientific technical services (ts) was consulted and discussed possible reasons and troubleshooting steps. A slight increase in threshold measurements from 1.2 volts to 1.5 volts since last interrogation was noted. Due to the upcoming surgery extensive testing was not able to be performed at the time. However, the cardiologist would be notified of the pre-operation findings. It was unknown which lead exhibited the measurement issues. The ICD, ra and rv leads remain in service and no adverse patient effects were reported.